Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient's pump was not working and she was getting a message on the ptm (personal therapy manager).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.